Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Product likely failed due to misuse, the instrument was subjected to a reverse torque greater than the masterbond was able to withstand. Based on these determinations this reported failure is not associated with the manufacturing processes. Use of instrument in ccw direction is not intended for a torque wrench calibrated only in a cw direction to 18inlbs. Vendor states that the instrument is not meant to remove the screws. DHR was reviewed and no discrepancies were found. Product left conforming. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been telephoned to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being revised of competitor product. During the procedure the torque limiting driver bolt would not loosen on the connector. This did not cause a patient injury and another handle was used to complete the procedure. No adverse event was reported associated with this event.